Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the "pump seized up." The patient stated that it started on (B)(6) 2017 and hasn¿t worked at all. The patient stated that they had a 8476 code on their personal therapy manager since (B)(6) 2017. The patient stated that the pump was supposed to last 7 years and this one only lasted 3. The patient stated they were set to see the surgeon on (B)(6) 2017. The patient stated that appointment won't be when the pump is put in. The oral medication is not covering the patient's pain like the pump did. It was reported that the patient was referred to a doctor for the pump replacement and is awaiting insurance approval. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs dilaudid with concentration 30 mg/ml was being administered via a minimum rate of 0.184 mg/day as of 2017-jul-05. The previously applied no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 30mg/ml dilaudid at a dose of 13.5mg/day via an implantable infusion pump for chronic low back pain and spinal pain. It was reported a motor stall was seen at the initial interrogation of the pump. The patient did not recently have a magnetic resonance imaging scan. The motor stall was active. No symptoms were reported. The patient was given oral medication for breakthrough pain. No further complications were anticipated/reported.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jul-07. It was reported that the motor stall occurred at 12:07am. There was no known cause for the stall, and it was noted that the hcp tried adjusting the pump and turning it on and off. Then, the hcp just set the pump at minimum rate. With the manufacturer's it help, the hcp reportedly reviewed the logs. As of (B)(6) 2017, the motor stall had not been resolved. Additional information was received from a consumer via a manufacturer representative on (B)(6) 2017. It was confirmed that the pump had stalled and was alarming. The patient was reportedly having withdrawal symptoms and pain, and nobody was helping with it. It was unknown what troubleshooting/diagnostics were performed, and it was unknown if any environmental, external, or patient factors were thought to have led to the issue. The patient was reportedly advised to go to the emergency room (ER) to be treated, but it was noted that the patient's local ER did not help him. The representative reportedly called the patient's managing physician and stated that the patient refused to go to the ER, and another physician that the patient was referred to for oral pain medication reportedly refused to see him. The patient was then advised to go to another hospital with a pump nurse and neurosurgeon on call so that his specific needs could be assessed. The patient was also advised to contact his managing physician regarding emergencies that could possibly be life threatening. It was noted that the patient had been referred to a surgeon who could replace the pump, but that action was going very slowly. Surgery was planned but had not been scheduled at the time of report. The situation remained unresolved and the patient's status was alive - no injury. Additional information was received from a consumer on 2017-jul-13. It was confirmed that the patient had an appointment to replace the pump in (B)(6) 2017, but the patient reportedly needed medication until then. The patient was continuing to have withdrawals and the patient's managing hcp was not providing oral medication any longer. The patient reportedly went to the ER, but they were unable to help him. Physician locator listings were requested, and it was noted that the patient could not get into a new hcp until the scheduled pump replacement. It was reported that there were issues with the pump not being refilled, and the patient wanted to know if there was a nurse who did refills in emergency situations. (Note: this information conflicts with the previous report that the pump was stalled/at minimum rate). The patient reportedly called a hospital regarding the issue and they didn't know what he was talking about.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that a healthcare professional replaced the pump with a new pump the morning of (B)(6) 2017. No further complications were anticipated/reported.